Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose level ranged from 360-361 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9, h3, h10, and remove codes 67, 4114, 3221, add codes 11, 4118, 3233.